Manufacturer narrative:
The investigation into the impella 5.5 pump stopping, and unable to be restarted, is ongoing. At the conclusion of the investigation a final report with root cause will be submitted.

Event description:
The medical team had placed an impella 5.5 support via a direct access to the left ventricle for hemodynamic support. The pump placement signal was unreliable and in an effort to troubleshoot the white cable was unplugged and torque relieved. Upon plugging the 5.5 back in the pump failed to restart. The team attempted to troubleshoot but when aic would not restart the pump the team removed and replaced the 5.5.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The product was returned and the benchtop analysis found an open electrical line was the cause of the pump stop. The failure mode will be moniotred and trended.